Event description:
It was reported that the patient presented to the ER after receiving a vibratory alert. It was noted that increased pacing lead impedance and high capture thresholds were observed. Lead fracture was also noted. Review of diagnostic imaging revealed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.